Event description:
It was reported that the clinical engineer of the hospital contacted med-el for counseling. The clinical engineer is concerned about the pt's testing developement and also reported that the speech developement of the pt has stopped. Testing was carried out in 2008 which showed 5 channels with status 'hi' and the ground path impedance being at 4.01 kohm.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.